Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v514033, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a vaginal candidiasis with reported symptoms of vaginal discharge and itching. The etiology of the event was reported as ¿new illness, injury¿. The patient was started on diflucan (150 mg, qd x2). The outcome of the event was reported, as of (B)(6) 2011, as resolved without sequelae. If additional information is received, a follow up report will be sent.